Manufacturer narrative:
(B)(4). One (1) viper2 x25 setscrew inserter [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tip hexlobes of the setscrew inserter had become stripped. The observed damage notes that it is in the direction of tightening. It was also noted that the tip was slightly bent in an inward position, thus, suggesting that the distal tip inserter was likely attributed to unanticipated torsional and bending forces during tightening, resulting in the tip becoming stripped and bent. No other anomalies were identified during device evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 setscrew inserter distal tip becoming stripped and slightly bent in an inward position cannot be positively determined. However, the observed damage is localized to the distal tip of the x25 inserter drive feature suggesting that a possible root cause may likely be that the setscrew inserter was attributed to unanticipated torsional and bending forces during the tightening process, resulting in distal tip becoming stripped and bent. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of instrument deformed, issue has been detected during inspection.